Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, videos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient was prepped for a port placement procedure using the powerport ti. During the procedure it was found that the port seat was blocked. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation; one video was provided for review. The video shows a clinician trying to aspirate a power port floating in a liquid inside an unsealed tray using a syringe and a right-angled non-coring needle. No amount of liquid was noted to be aspirated within the syringe. Therefore, the investigation is confirmed for the identified suction issue. However, the investigation is inconclusive for the reported blocked connection as the evidence provided is not sufficient to confirm the reported event. The definitive root cause could not be determined based upon available information. It is unknown whether procedural factors contributed to the event. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h4, h6 (device, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent the port placement procedure. It was reported that prior to a port placement procedure, the port seat was blocked. There was no patient contact.